Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 5.9, lab: 14.8. Exact date unknown. Customer stated they had multiple discrepant results using multiple strip lots and two meters (did not specify which meter was used for data provided)> one meter is included in this report. Reference medwatch report #2027969-2012-00630 for the other meter. Results were obtained on multiple patients by multiple nurses for the past several weeks. Nurse was only able to provide one discrepant result (exact date unknown). Nurse stated a few of the patients that received discrepant results were taking pradaxa. Nurse unable to provide specific medication history or medical history on these patient's. No therapeutic ranges provided. No strip lot information available/provided.

Manufacturer narrative:
Investigation pending.